Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a central venous catheter placement procedure using the hickman/leonard/broviac central venous catheter. Post the procedure on (B)(6) 2026, it was noted that the catheter had ruptured. There was no reported patient injury.